Event description:
Description of event according to initial reporter: was going to do a femoral approach, but had to switch to jugular approach due to one (1) leg of the filter was missing. The procedure was completed with this device. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.